Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The same day as the event onset, the patient was hospitalized due to the event. Two days after the event onset, the pd catheter was removed and the patient is currently on temporary hemodialysis. At the time of this report, the event remained ongoing. The cause, treatment and action taken with pd therapy were not reported. The reporter declined to provide additional information.